Manufacturer narrative:
This MDR is being filed for notification purpose only. It is unknown which of the three reported screws malfunctioned or contributed to the reported allegation. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The information received from health care provider via a manufacturing representative regarding a patient with lumbar arthrodesis for spinal fusion therapy. It was reported that the patient complaining of pain 3 month after the surgery, from the x-ray examination it was found that implanted screws was broken. Once the second surgery was scheduled, it was evident that due to the position of the broken screw, it was not possible to completely remove this implant and, therefore, it was not replaced. There was fragment of implant remaining in the patient. There was no further information reported. Patient medical history- smoking use.